Manufacturer narrative:
Continuation of d10: w1tr02 crt-p implanted on (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced syncope. Upon review right ventricular (rv) lead undersensing was noted at times triggering possible inappropriate pacing and there were possible high left ventricular (lv) lead thresholds. It was also reported that right atrial (ra) lead oversensing was noted on the stored electrograms (egm) at times triggering false classification of atrial tachycardia/atrial fibrillation (at/af) episodes and there was a previous failed atrial lead position check. The rv lead, ra lead and lv lead remain in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the ra lead subsequently exhibited oversensing resulting in inhibition of pacing and noise, and another failed atrial lead position check. Additionally, it was noted that the lv lead subsequently exhibited possible high thresholds.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.